Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call possible leaks on the insulin pump. Customer's blood glucose was 164 mg/dl at the time of call. Customer have already changed the reservoir and infusion set and will call back for the high pressure test. No product is expected to return for analysis.